Manufacturer narrative:
This right ventricular (rv) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position and body fluid in the helix housing region. Visual inspection noted cuts in the insulation generated in the field. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of micro-perforation, intermittent capture or sensing abnormalities. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as resistance testing determined the lead was electrically continuous and x-rays evidenced the tip and helix of the lead were intact and appeared undamaged.

Event description:
Boston scientific received information that shortly after its implant, this right ventricular (rv) lead microperforated the patient's heart wall leading to intermittent capture and sensing abnormalities. As a result, a surgical revision was performed on the patient in which the rv lead was extracted. A new rv lead was implanted at the procedure. No additional adverse patient effects were reported.